Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device exhibited no pacing output. It was further reported the device exceeded its nominal longevity and, when explanted, normal depletion was reported. The device was replaced. No patient complications have been reported as a result of this event.